Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 7 mmol/l, compared with the sensor reading of 2 mmol/l. The caller stated that the sensor reading then rose to 13 mmol/l, but the blood glucose had lowered to 5 mmol/l . The customer's most recent blood glucose was 5.2 mmol/l. The caller stated that the customer did not exhibit symptoms of low blood glucose. The insulin pump's threshold suspend limit was set to 3.2 mmol/l. The customer removed the sensor by the time of the report. The customer was advised that the sensor would be replaced and a request was made to have the device returned for analysis.